Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last month or so prior to the date the manufacturer became aware. Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5078392 UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a spinal cord stimulation (scs) explant procedure.

Event description:
It was reported that the leads had high impedances. The patient underwent a spinal cord stimulation (scs) explant procedure. Additional information stated that the patient was experiencing charging issues. Patient is doing well postoperatively. Ther explanted devices will not be returned due to against hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last month or so prior to the date the manufacturer became aware. Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).